Event description:
The account alleged the bed will not go into trendelenberg position. No pt impact.

Manufacturer narrative:
The account replaced both trendelenberg gas springs to resolve the issue.